Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas exhibited a charging problem in which the device indicated charging on a wireless pad but would not progress beyond approximately 30 percent despite multiple outlets and two hours on the pad, and the patient¿s phone charged normally on the same pad. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger, consistent with a charging problem, and the team arranged to replace the wireless charging pad and cord. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.